Event description:
This left-side rv lead was capped (B)(6) 2017 (and entire system abandoned and replaced with right-sided system) due to high impedance and fracture. Both systems were explanted (B)(6) 2024 for placement of s-ICD system, pt is possible candidate for heart transplant. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 17.5 cm distal to the is-1 connector pin into 3 fragments. An extraction aid was found on the medial fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through in the distal end region, which is assumed to be the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the shock coils were found deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.